Manufacturer narrative:
This is an initial report. The customer's meter has been returned and an investigation is in process. A final report will be submitted when the investigation is complete. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
A customer reported that the unit of measure changed on their freestyle meter. There was no report of death, serious injury or mistreatment.